Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device indicated an episode was a monitored ventricular tachycardia (vt), when it should have been a supraventricular tachycardia (svt), due to wavelet not discriminating appropriately. The device remains in use. No patient complications have been reported as a result of this event.